Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose was 437 mg/dl at the time of incident. Troubleshooting assisted the customer to clear the alarm and perform a pump rewind. Customer declined high blood glucose troubleshooting because the customer's blood glucose went down.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.